Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her older insulin pump alarmed and has been hospitalized. The customer stated that she was treated with lantus. The caller mentioned that she was unable to remove the battery cap. Advised the customer to discontinue the use of the device. Then the company representative called and stated that the customer was hospitalized due to low blood glucose of 40mg/dl. The caller stated that the customer sometimes takes coumadin and her heart gets out of rhythm, and she had chest pain. It was stated that the customer gave herself too much insulin to correct her high blood glucose. No further information was provided.